Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was introduced, but failed the test. Did a new start-up and received another fail. A test tip was then introduced. And received no error message from the generator. Opened a new device but the "max" button stopped working after a short while. A third device was introduced and it performed as expected. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device a was returned in good physical condition. The device was tested with a generator and was functional. It completed the initial test successfully. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The device b was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the max switch assembly button was not functional. However, it worked properly with foot switch assembly and the min switch assembly button. Moisture ingress at the hand activation dome can occur during reprocessing. It is possible that this instrument was reprocessed. Device b batch #f9fy7z. Mfg date: 1-14-2009. Exp. Date: 12-14-2013.